Event description:
It was reported that "optics defective, black/blind". No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during investigation of the concerned product (26046ba hopkins telescope 30°, 5 mm, 29 cm, serial: (B)(6) the reported issue "optics defective, black/blind" could not be confirmed. An image is available, but its quality can be described as blurred. The shaft has a dent caused by mechanical damage. The optical shaft itself is bent. When focusing, one or more broken rod lenses can be detected. There are residues/foreign particles in the rod lens system itself, which can be attributed to the broken rod lens as a result of the bent shaft and the mechanically caused dent. The damage was most likely caused by clinical use or clinical reprocessing and is not due to a production/manufacturing defect. The event is filed under internal karl storz complaint ID: (B)(4).